Manufacturer narrative:
An event regarding instability involving a ps lipped tibial insert was reported. The event was not confirmed. Medical records received and evaluation: a review of the event by a clinical consultant noted the knee reconstruction is very adequate without apparent procedure-related problems that might have contributed to instability. From the patient-related perspective there is significant obesity with a (B)(6) with normal upperlimit of 25. From the clinical perspective it could be conceivable that the overweight condition has gradually stretched the knee ligaments through a relative overload condition ultimately resulting in some degree of instability with clinical symptoms. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be substantiated in this case due to lack of proper information. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as device details, return of the device, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were receives. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had total knee performed in early 2000's. Has been doing well but recently complained of instability. Tissue was excised and a new poly was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had total knee performed in early 2000's. Has been doing well but recently complained of instability. Tissue was excised and a new poly was implanted.